Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site on (B)(6) 2013. The fse inspected the instrument and observed that clear fluid-diluent was dripping from the bottom of the blood sampling valve (bsv). The fse ordered and replaced the bsv and the actuator assembly, resolving the leak. The fse checked the instrument and results met published performance specifications. The failure mode identified was related to the bsv and the actuator assembly which needed to be replaced. (B)(4).

Event description:
The customer reported to beckman coulter (bec) a leak of clear fluid of unknown amount and source dripping from behind the blood sampling valve (bsv) of the coulter lh 500 hematology analyzer. The leak was contained within the instrument. The operator was wearing a laboratory coat and gloves at the time of the incident. There was no biohazard exposure to open wounds or mucous membranes. The operator did not seek medical attention. No erroneous results were generated as a result of this event. No death or injury is attributed to this event and there was no change to patient treatment.